Event description:
It was reported that a systemic infection occurred. The entire implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7122, lead; implanted (B)(6) 2011. (B)(4).